Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the discordant intact pth (ipth) result. On 04/26/2017, quality controls (qc) were within range. However, on 04/27/2017 qc was high out of range. The customer repeated all patient samples run within the 24 hour period prior to the qc being out, and a discrepancy was discovered on one patient sample. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse decontaminated and purged system. The customer ran quality controls, resulting in range. The cause of the discordant ipth result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant falsely elevated intact pth (ipth) result was obtained on one patient sample on a advia centaur cp instrument. The discordant result was reported to the physician(s). The customer repeated the original sample on same instrument after service, and it recovered lower. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated intact pth (ipth) result.